Event description:
Additional information indicated that a revision procedure was performed and the lead was surgically abandoned. It was noted that the lead was cut, the proximal end including the yolk and two and a half inches distal to the yolk will be returned. The physician noted dry blood in the very distal end of the pace\sense port of the device.

Event description:
Additional information indicated there was also an allegation of pacing inhibition. At this time, the duration of the pacing inhibition is unknown. Additional information has been requested; however, no further information is currently available.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
The lead has been returned and is undergoing analysis. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted set screw marks on all terminal connectors and drag marks were noted on the is-1 terminal ring. The lead was returned severed approximately 18.5 centimeters from the is-1 terminal pin. The clinical observation could not be confirmed through testing on the returned segment of lead.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise on both on the shock and pace/sense channels. Isometrics were performed and there was some fine noise which was being counted. A technical services (ts) consultant was contacted regarding this issue and recommended performing an x-ray to confirm the lead's integrity and connection. Additional information has been requested; however, no further information is currently available.